Manufacturer narrative:
H3 other text : device evaluated by 3rd party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information lung disease, lung cancer; both adrenal glands. There was report of serious or permanent harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. Device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In previous report, the manufacturer captured incorrect information in section h. The following correction has been updated in this report. In section h: patient outcome code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been corrected. In section h: recall (z) number has been corrected.